Manufacturer narrative:
A visual inspection of the device confirmed the reported complaint of the tip breaking off. The broken portion was not returned for evaluation. An examination of the remaining portion of the broken tip aided by a stereo microscope confirmed the cutting edge had been filed. A cutting edge in this condition would require excessive forces to cut and likely caused the reported failure. No root cause related to the manufacture of the device can be established. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
During surgery the tip of the device broke off. The broken piece was removed by the surgeon. A back-up device was available for use. No patient injury or other complications were reported.